Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain in lower back"), abdominal pain upper ("stomach pain"), defaecation disorder ("post- op, not pooped") and headache ("headaches") and was found to have blood urine present ("blood in urine"). The patient was treated with surgery (removed essure). Essure was removed. At the time of the report, the pelvic pain, back pain, abdominal pain upper and blood urine present had resolved, the defaecation disorder was resolving and the headache outcome was unknown. The reporter considered abdominal pain upper, back pain, blood urine present, defaecation disorder, headache and pelvic pain to be related to essure. The reporter commented: surgery was (B)(6) 2012. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the previously reported event 'medical device removal' was replaced with new events, pelvic pain, back pain, stomach pain, blood in urine, defecation disorder. On (B)(6) 2020: processed with fu2. Social media report: reporter information, new event headaches added. On (B)(6) 2020: processed with fu2. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free (surgery)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.